Manufacturer narrative:
Sunrise medical has requested that the dealer return the failed items for a full evaluation. Replacement gas springs were shipped to the dealer on 9/27/2017. We are unable to confirm the claim at this point and if the alleged failure is the root cause of this incident. Once the parts have been received and the evaluation has been completed, a supplemental report will be filed with any relevant information.

Event description:
Per dealer, (B)(4), the struts no longer has pressure causing the chair to pitch forward. Dan alleges that one time when the chair pitched forward the user's foot came off the foot plate causing it to get caught under the footplate and get pinched. There were no injuries reported and no medical attention was sought.